Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: 2008-(B)(6), explanted on: unk.

Event description:
It was reported that the device was not working and was turned off. Further information was not provided; a follow-up report will be sent if additional information becomes available.